Event description:
The customer alleged a questionable result with the intact human chorionic gonadotropin + the ss-subunit (hcg+ss) test. The initial hcg+ss result was 0.1 iu/l, which was reported outside the laboratory as < 1 iu/l. The clinician immediately questioned the result as it did not fit with a result from this patient from 2 days earlier. The test was repeated from the same sample tube with a result of 1400 iu/l. There were no consequences to the patient in terms of diagnosis or treatment. The hcg+ss reagent lot number was 167584; the expiration date was not provided. Testing was performed in a 13 mm diameter tube; it was determined the customer does not use the rack adaptors recommended by the manufacturer for that tube size. Performance testing was run on the analyzer.

Manufacturer narrative:
The event occurred in (B)(6). A specific root cause could not be determined. Calibration signals were within expectations. Quality controls were close to target values. No reagent issue was evident. The instrument alarm trace does not indicate an issue. In addition to the customer not using the recommended rack adaptors on the analyzer, the sample tube was not processed according to the tube manufacturer's instructions. These issues could be possible causes for this event.

Manufacturer narrative:
The event occurred in (B)(6).